Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfus or overinfused. The expected infusion time was 52 hours; however, the actual infusion emptied in 29 hours. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H4: the lot was manufactured from may 23, 2022 - may 25, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.